Event description:
In 2007, at 10:38 pm, the lay-user/pt contacted lifescan (lfs) alleging that the one touch ultra 2 meter is giving inaccurate high readings and displaying high. Per the owner's manual, "high glucose" indicates that you may have a very high blood glucose level, over "600 mg/dl". In 2008, this medical affairs specialist contacted the pt to obtain/clarify more info. The pt reportedly was obtaining inaccurate high readings of "529, 525, 596, 496, and high glucose" on the day prior to original date. The pt usually takes 8 to 10 unit of novolog each day on average. However, on these two days, the pt increased his novolog insulin to 30 units per day based on the alleged inaccurate high lfs meter readings. On original date at 10 or 11 am, the pt reportedly had a seizure and went unconscious. His friend tested the pt on a freestyle blood glucose meter and obtained a result of 46 mg/dl. The pt was admitted into the hosp at around 11 am and tested at "30 and 38 mg/dl" on a hosp meter. The pt was given IV glucose, apple juice, muffin, and motrin. He was reportedly diagnosed with hypoglycemia and was release at 2 pm. The pt's testing frequent and diabetes medication regimen was not changed after the hosp visit. During troubleshooting, the customer care advocate verified that the unit of measurement was correctly set to mg/dl, the punctured area was cleaned appropriately, the reported meter readings was confirmed in the meter's memory, and the testing technique was correct. This complaint is being reported because the pt alleged he required medical treatment for hypoglycemia after taking insulin based on the meter's results. Replacement products were sent to the pt.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.